Event description:
The customer stated that after replacing the rubella g reagent on the axsym analyzer, the calibration failed. The customer had recently replaced the probe and the analyzer was check by the field svc rep. The customer decontaminated the mup without resolution. The abbott customer technical advocate advised the customer to centrifuge the calibrator prior to performing the calibration, which resolved the issue. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.